Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. Additional product codes: dzj, hxx. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Concomitant devices reported: handle for 90 degree screwdriver (part #03.505.004, lot #unknown, quantity 2), turning handle for 90 degree screwdriver (part #03.505.005, lot #unknown, quantity 1), drive shaft for 90 degree screwdriver (part #03.505.006, lot #unknown, quantity 2), 12mm screws (part #04.501.022.01, lot #unknown, quantity 3), blade for 90 degree screwdriver (part #03.505.121, lot #unknown, quantity 1), drill bit (part #03.501.762, lot #unknown, quantity 1), stryker core drill (part #unknown, lot #unknown, quantity 1). The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using a ninety degree drill, part of the shaft of a ninety degree screwdriver stopped working when tightening down a screw (it would only tighten down half way) during a chest wall repair on (B)(6) 2017. The surgical team switched to another available shaft from the same set, and the same issue occurred once more. Subsequently, the dime-sized gear cover of the shaft of the ninety degree screwdriver broke apart (popped off) and fell into the patient¿s chest cavity. The threads seemed not to hold the cover when pressure was applied; this occurred three times. The gear cover was retrieved and nothing remained inside of the patient. These instruments were then passed off the field, and another tray was retrieved for use. There was a reported 30 minute surgical delay. No devices remained in the patient. No additional x-rays or medical intervention were required. The procedure was completed successfully with the patient in stable condition. This complaint involves one device. Concomitant devices reported: handle for 90 degree screwdriver (part #03.505.004, lot #unknown, quantity 2), turning handle for 90 degree screwdriver (part #03.505.005, lot #unknown, quantity 1), drive shaft for 90 degree screwdriver (part #03.505.006, lot #unknown, quantity 2), 12mm screws (part #04.501.022.01, lot #unknown, quantity 3), blade for 90 degree screwdriver (part #03.505.121, lot #unknown, quantity 1), drill bit (part #03.501.762, lot #unknown, quantity 1), stryker core drill (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product development investigation was performed. Two shafts, for 90 degree screwdriver (03.505.003, lot 8121636) were received. A device history record review, visual inspection, functional test, and drawing review were performed as part of this investigation. No new malfunctions were observed during the course of this investigation. The concomitant devices handle and turning handle for 90 degree screwdriver were returned as concomitant devices without an alleged complaint condition. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. The first of the two devices was received with the damage to the internal gear assembly. Distortion of the peek disc component and flattened threads were also observed along the internal edges of the threads which mate with the gear cover. Based on the noted damage it is probable that the gear cover was not properly retained resulting in the reported issue of the dime-sized gear cover broke apart (popped off). During functional testing the components could be assembled but the gear cover could not be fully seated due to the damaged threads. However, this component is intended to be capable of disassembly and thus is not broken but is damaged. The second of the two devices was received with slight damage of the internal gear assembly. Slight indents of the peek disc component could be observed. More notably was the indent to the gear threads of the internal shaft component. During functional testing the components could be assembled but the shaft would bind due to the damaged helical gear on the shaft component. The balance of each of the devices show wear consistent with use and are in functional condition. Thus, complaint condition is confirmed but differs slightly from the reported condition in that no broken devices or components were observed. Replication of the complaint condition is not applicable as the devices are already damaged such that they will no longer function as intended. Dimensional inspection was deemed as not applicable as the relevant features show post manufacturing damaged. The returned shafts, for 90° screwdriver are used in conjunction with the other devices of the 90° screwdriver to offer a tool which can be used to perform minimally invasive predrilling and insertion of screws without additional incisions. The 90° screwdriver is referenced in the matrixrib technique guide, 90 degree screwdriver user¿s manual, and 90 degree screwdriver brochure. Relevant drawings were reviewed. The design history was found to not impact the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The noted damage of the components is resulting in functional issues. However, a definitive root cause could not be determined as the origin of the damage is unknown. Nonetheless, damage of this nature would not be expected when properly assembled and maintained. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed on part # 03.505.003, lot # 8121636: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 31.jul.2012. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.